Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 40 minutes post implant, the atrial lead dislodged and was confirmed via x-ray. An attempt was made to reposition the lead but eventually the lead was removed and was not replaced. No patient complications have been reported as a result of this event.